Event description:
Aseptic loosening of tibial plate.

Manufacturer narrative:
(B) (4). Evaluation summary: no product to evaluate. The components were originally cemented and are compatible. The patient was (B) (6) and had a large build with other demographics unknown. Neither components nor x-rays were returned for evaluation. Without additional information, the exact cause of complaint cannot be conclusively determined at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.